Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a cook ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove after placement. The device was required for a male patient who has two kidneys on their left side. One side drains in the normal manner down to the bladder. However, a section of the ureter (close to the junction of the bladder) has a stricture which requires a percutaneous drainage catheter with the pigtail of the catheter forming in the renal pelvis. The cook catheter was placed on (B)(6) 2024 for use as an internal nephrostomy drain. The patient presented for routine exchange over a wire on (B)(6) 2024. During the attempted removal of the catheter, the suture became stuck and required removal with aid of a dilator. Slight bleeding was noted after removal. The patient was monitored, and flushes were given. The next exchange was arranged for 10 weeks later. It was noted that the patient has regular drainage catheter exchanges approximately every 10-11 weeks. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. An additional event for this patient is captured in report 1820334-2025-00546. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. The lot number was not provided. However, an expanded sales search to the customer identified one lot number. A review of the DHR for this device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [t_multi2_rev1] ¿multipurpose drainage catheter, supplied with the device states the following in consideration of the reported failure mode: precautions: "when inserting a stiffening cannula into a catheter with a retention suture, hold the suture during cannula insertion to avoid bunching or tangling of suture." Instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once the catheter is in the desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if the package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient, though this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje. E1 - phone number: (B)(6). E3 - occupation: advance radiographer practitioner. H3 - device evaluated by mfg.? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove after placement. The device was required for a male patient who has two kidneys on their left side. One side drains in the normal manner down to the bladder. However, a section of the ureter (close to the junction of the bladder) has a stricture which requires a percutaneous drainage catheter with the pigtail of the catheter forming in the renal pelvis. The cook catheter was placed on (B)(6) 2024 for use as an internal nephrostomy drain. The patient presented for routine exchange over a wire on (B)(6) 2024. During attempted removal of the catheter, the suture became stuck and required removal with aid of a dilator. Slight bleeding was noted after removal. The patient was monitored, and flushes were given. The next exchange was arranged for 10 weeks later. It was noted that the patient has regular drainage catheter exchanges approximately every 10-11 weeks. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. An additional event for this patient is captured in report 1820334-2025-00546.